Event description:
The patient had a successful implant procedure, with the valve functioning properly and seated well; however, the day following the procedure she went into shock and did not recover. The patient passed away three days after the procedure. Additional investigation revealed the patient was taken to the intensive care unit post tavr with a partial lbbb requiring vasopressors and inotropic support to maintain hemodynamic stability. Through the evening the patient's status started to deteriorate. Tee the following day showed the aortic valve prosthesis was functioning properly, however the patient had severe mitral valve regurgitation for unknown reasons. The patient's blood pressure was low, however there was no bleed or pericardial effusion. The partial lbbb also converted to a complete bbb. The thought was that she may have had an ischemic event. The patient was not responding to any treatment and all options were exhausted. The family agreed to withdraw care. The cause of death was indicated as cardiogenic shock, with mitral regurgitation and respiratory failure as symptoms.

Manufacturer narrative:
Per the instructions for use, arrhythmias and conduction system injuries (defects) are potential adverse events associated with the tavr procedure. Damage to the myocardium and its conduction system causes acquired heart block and can result in heart block during or after the procedure. This typically occurs in patients with underlying cardiac disease and/or conduction abnormalities. According to literature review and the valve academic research consortium (varc), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Other factors that could contribute to the onset of conduction defects include underlying heart disease, electrolyte disturbances, and certain medications (i.e. Beta-blockers, calcium channel blockers). The root cause for the reported left bundle branch block cannot be confirmed; however, in addition to the procedure itself, the patient's underlying heart disease and other medical conditions could have put her at higher risk for the occurrence of this event. The cause for the mitral regurgitation and cardiogenic shock could not be confirmed; however, this patient had multiple co-morbidities, had a non-stemi and coronary stents placed the month prior to the valve implant. There is no evidence that these events were related to the function of the sapien valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.